Event description:
Note: this MFR report pertains to the first of two events that occurred during the same procedure. Refer to MFR report #3005099803-2008-04592 for a description of the second event. It was reported to boston scientific corporation (bsc) in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on the same day. According to the complainant, the physician was unable to "get good bowing from the" hydratome rx sphincterotome. The physician attempted to complete the procedure with a second hydratome rx sphincterotome.

Manufacturer narrative:
According to the complainant, the suspect device has been discarded and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. The 2008 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. They hydratome rx sphincterotome is included in the jagtome product family.